Manufacturer narrative:
The product in scope has been manufactured in sept 2006 and is therefore in use since more than 10 years. The material used for the hammer is intended to sustain heavy strikes for a long time. Some strikes on the edge of the hammer and many years of use can lead to deformations of the hammerhead and result in the issue described. However, the issue reported is adequately addressed in the applicable risk management document and the product in scope can be considered as safe and efficient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Although event captures injury to surgeon, surgeon is not the patient for procedure taking place at the time of event. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacture location: synthes (B)(4). Manufacture date: september 26, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported surgeon was attempting to implant the proximal femoral nail antirotate (pfna) system during an osteosynthesis procedure of a per subtrochanteric femur fracture on (B)(6) 2016. While inserting the pfna blade, a sharp piece of metal detached from the hammer and became embedded in the surgeon¿s forehead. No further information is available. This report is for one (1) 500g hammer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2017 further reporting that during the surgery, right when the pfna blade was being introduced, a metal chip from the hammer flew out like shrapnel, hitting the surgeon in the forehead between the eyes. The wound started to bleed as soon as the metal chip went through the skin. The surgeon only noticed a sharp pain in the forehead and the blood dripping down his face, making it necessary for him to stop the operation, since the bleeding did not allow him to safely continue the surgery. From that moment on, the assistant surgeon took over the surgery while the surgical nurses attended to him. Despite pressure being applied to the wound with sterile gauze, the bleeding did not stop, making it necessary for him to wait until the assistant surgeon ¿ who had taken over the operation ¿ had finished the surgery so that he could help him. After finishing the surgery, the second surgeon attended to him. At first glance, with a superficial inspection of the wound, he did not observe anything, whereupon he opened up the wound with sterile forceps and found the metal chip from the hammer deep inside, which had not been visible by looking from the outside. Two days later, since the pain persisted, x-rays were taken of the cranium to check for the presence of any other foreign metal body in the wound, but this was ruled out when the x-rays were reviewed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed. The complained hammer was forwarded for engineering examination. Chemical analysis: the chemical composition of the hammer was tested by edx-analysis (qualitative). The hammer was found to be made of stainless steel and can be compared with the (B)(4) material 1.4034. This steel used for surgical instruments is a martensitic stainless steel. Metallography examination: a small portion of the hammer was sectioned and prepared as a transversal and longitudinal micro section. The transverse micro section showed a homogeneous tempered martensitic microstructure with fine carbides, partly pearl-like along the former austenite grain boundaries. In addition, the longitudinal microstructure showed no abnormalities either. Based on these results it can be concluded, that the chemical composition of the hammer is in compliance with the standard (B)(4) for instruments made of material (B)(4). Hardness measurements: hardness measurements were carried. The average hardness was found to correspond to the specification of the relevant technical drawing. Macroscopic examination: the hammer showed numerous damages and bursts along the striking surface (edge). This statement becomes even more evident by the fact that the fractured surfaces also showed corrosion. Conclusions: the hammer was used during the treatment of a patient with a per-subtrochanteric femur fracture by means of an intramedullary nail. When the surgeon was inserting the blade with the hammer, a burst chip injured the surgeon's forehead so that the assistant had to finish the surgery. According to the manufacturing documents and the complaint investigation memo, the hammer was manufactured in sept. 2006 and was therefore in clinical use for 10 years. The clinical reprocessing instructions of the manufacturer clearly outline, that after reprocessing, instruments shall be inspected for damages. Damaged and worn devices should not be used. Constant use of the hammer slightly deformed the striking surface of the instrument over time, most prominent along the edge on both sides. The edges became more and more deformed and the material was prone for chipping. A failure resulting from either a material defect or the manufacturing process can be excluded. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.